Event description:
Complainant reported that their child had become entrapped at the foot of the cubby bed; specifically, the child was entrapped between the mattress, slats, and bed frame underneath where the safety sheet zips into the canopy. Photos showed that the safety sheet zipper separated "came apart at the teeth". Follow up: sensory medical followed up with the customer after the repaired canopy was sent, and the customer stated that the bed is working fine. The reporter confirmed that no injury resulted from the event.

Manufacturer narrative:
Investigation summary - cubby made multiple attempts to obtain additional information, pictures and return product for inspection. The product involved in this event was returned for evaluation. No damage to the canopy was identified during this inspection nor were any of the functional components found to be inoperable. The reported incident could not be reproduced. Photographs of the product damage were provided by the complainant but were inconclusive in confirming the cause of the damage to the canopy-safety sheet zipper. When examined, the zipper teeth were fastened (not separated) without signs of damage. There is no indication that the product was received damaged. Based on the information reviewed as part of the investigation the safety sheets were performing as intended until the reported issue occurred. The device's labeling and assembly instructions (cubby safety bed user manual, lbl-0002, rev a) were examined to ensure they appropriately guide the use and care of the safety sheets and adequately warn of the consequences of improper assembly and usage. The user manual includes a warning for possible entrapment due to failure to use the safety sheets and to ensure safety sheets are completely zipped and locked in place, and instructs assembler to secure the sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing it, and a warning "do not use the product without the safety sheet zipped and locked in place. Do not use regular fitted sheets." Review of manufacturing controls and inspection processes concluded that the controls in place would have identified if the product was nonconforming at the time of manufacture. Root cause - based on the review of the available data, the underlying root cause is unable to be determined conclusively at this time. The zipper separation issue could not be reproduced on the returned canopy. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.